Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 8 years post initial procedure, a type 3b endoleak was identified during a routine follow up. The patient was reported as stable and the physician is planning a re-intervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type 3b endoleak (of the bifurcated stent graft) and significant aneurysm sac growth (of 7.5mm) are confirmed. This is consistent with the reported adverse event/incident. The device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. No procedure-related harms were identified. The final patient status was reported as being stable and pending re-intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 8 years post initial procedure, a type 3b endoleak was identified during a routine follow up. The patient was reported as stable and the physician is planning a re-intervention. Additional information: the physician elected to treat the patient by implanting an afx2 bifurcated stent graft, an ovation ix extender and an afx vela infrarenal on (B)(6)2022. The endoleak was successfully resolved and the patient is reportedly doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type 3b endoleak (of the bifurcated stent graft) , significant aneurysm sac growth (of 7.5mm) and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. No procedure-related harms were identified. The final patient status was reported as resolution of endoleak and doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: h6 health effect - clinical code; remove 1924. H6 health effect - impact code; remove 4614.